Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported the blue strip was separated from the neuro sponge inside the patient. The staff saw it before they closed up and had to irrigate the wound and scan for the sponges and any remaining pieces. No patient injury reported.

Manufacturer narrative:
The surgical pattie was not returned for evaluation, however a photo was provided for evaluation: DHR review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the photo of the pattie/strip unit was inspected using the unaided eye. It was observed that the unit did in fact have an x-ray strip that was detached from the pattie. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. Although the complaint was confirmed, further investigation would need to be done with the physical unit to determine the root cause of the failure. Root cause could not be determined through just the photographic evidence.